Manufacturer narrative:
Additional information: the resolute onyx was removed from the patient along with its balloon and delivery system. No intervention was required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: lesion exhibiting 90% stenosis in the circumflex artery. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was noted when advancing the device to the lesion and excessive force was not used. The device was not moved or repositioned prior to the burst. It was stated that the burst/leak was noted before the first inflation as there was blood in the inflation device's connector. The procedure was completed using a non-medtronic stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was implanted to treat a lesion. There was no damage noted to the packaging. The device was not inspected. It was reported that the balloon burst / ruptured during balloon inflation. The patient was reported to be alive with no injuries.